Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast reduction procedure, the inner shaft of the blade became dislodged from the insulation. Surgeon finished the case with a bovie. No pt consequence.